Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 6 atmospheres for 10 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another for the same device. No complications reported and the patient is in good condition after the procedure.